Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cementless shell (B)(4), lot 125508 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Forty-one items belonging to this lot have been already sold and no similar incidents have been reported. It was reported that the surgeon implanted the cup with too much anteversion. On the basis of the data collected, the event is highly likely due to the surgical mistake above described.